Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown malfunction 15 days post-implant. Further information was requested from the field, but no response has been received at this time. Currently, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Please note: patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead exhibited an unknown malfunction 15 days post-implant. Further information was requested from the field, but no response has been received at this time. Currently, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported. Additional information: current evidence suggests that this lead was, in fact, explanted and replaced. No additional adverse patient effects were reported. Attempts to obtain further information, including return status, have been unsuccessful.